Event description:
The pt was treated in the sit up study and experienced 50% mild stent stenosis 5 cm proximal to the left superficial femoral artery (sfa). One smart stent (6 x 80mm) stent was implanted in the left sfa. The lesion was accessed percutaneously. Post-dilation was done maximum of 8 atm during 120 seconds. Percentage stenosis after stent placement and post dilation was 0 percent. No dissections were reported during the procedure. The pt was discharged the following day. The event was documented as unrelated to the study product and procedure.

Manufacturer narrative:
This product is not available for analysis as stated. Add'l info will be provided within 30 days of receipt.